Event description:
Customer's family member reported device =577 mg/dl at 5 am. Family member took customer to hosp. Hosp tested glucose however a value was not provided. Family member stated the hosp reading was "in normal rnage". No treatment for glucose but received treatment for unrelated illness. No controls used. Strips expired. A request was made for return product and replacment product was sent.